Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-jug-celect-pt e1) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. X-ray imaging from time of ivc filter retrieval demonstrates the celect-pt filter in stable position compared to placement x-rays (insignificant tilt). Imaging from time of retrieval suggests that the filter hook is abutting the ivc wall (possible perforating the ivc wall and/or endothelialization within the ivc wall), which likely resulted in the difficult/unsuccessful retrieval. The root cause for the filter interaction with the ivc wall cannot be determined based on the imaging provided. In addition to the difficult retrieval, the imaging review found interval development of perforation of the ivc wall by two primary filter legs. The insignificant tilt present likely has no relationship to the perforation. It is noted that the complaint report does not discuss any symptoms related to the perforation. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-jug-celect-pt. E1) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. X-ray imaging from time of ivc filter retrieval demonstrates the celect-pt filter in stable position compared to placement x-rays (insignificant tilt). Imaging from time of retrieval suggests that the filter hook is abutting the ivc wall (possible perforating the ivc wall and/or endothelialization within the ivc wall), which likely resulted in the difficult/unsuccessful retrieval. The root cause for the filter interaction with the ivc wall cannot be determined based on the imaging provided. In addition to the difficult retrieval, the imaging review found interval development of perforation of the ivc wall by two primary filter legs. The insignificant tilt present likely has no relationship to the perforation. It is noted that the complaint report does not discuss any symptoms related to the perforation. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 16 mm. The ivc was noted to have no anomaly or thrombus prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram reported no ivc anomaly with no thrombus present in the ivc. The filter was placed in the ivc infrarenal site. The ivc diameter at the filter location was unable to be assessed. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0.6 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. The post-procedure x-ray completed the same day revealed no evidence of filter fracture, embolization, or migration, with 0 degrees filter tilt per the site. Analysis revealed no filter fracture, deformation, or embolization. There was 0.4 degrees of filter tilt in the ap view and 1 degree of filter tilt in the lat view. On (B)(6) 2016 (132 days post-procedure), it was determined that the filter was no longer clinically needed and was removed. The filter was retrieved endovascularly and there was no extravasation of contrast after filter retrieval. The physician indicated that there was major difficulty in retrieving the filter. The physician indicated that he used the gunther tulip retrieval set, an ensnare set, an aptus stearable sheath, and a double ij access device. The right internal jugular vein was used as the access site. The patient was discharged the same day. No further information is available. On (B)(6) 2016, the pre-retrieval x-ray was completed. The site indicated there was no filter fracture, embolization or migration. Filter tilt was 6 = 11 degrees. Analysis is not yet available of the retrieval procedure. Patient outcome: patient remains in the study.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 16 mm. The ivc was noted to have no anomaly or thrombus prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram reported no ivc anomaly with no thrombus present in the ivc. The filter was placed in the ivc infrarenal site. The ivc diameter at the filter location was unable to be assessed. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 0.6 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. The post-procedure x-ray completed the same day revealed no evidence of filter fracture, embolization, or migration, with 0 degrees filter tilt per the site. Analysis revealed no filter fracture, deformation, or embolization. There was 0.4 degrees of filter tilt in the ap view and 1 degree of filter tilt in the lat view. On (B)(6) 2016 (132 days post-procedure), it was determined that the filter was no longer clinically needed and was removed. The filter was retrieved endovascularly and there was no extravasation of contrast after filter retrieval. The physician indicated that there was major difficulty in retrieving the filter. The physician indicated that he used the gunther tulip retrieval set, an ensnare set, an aptus steerable sheath, and a double ij access device. The right internal jugular vein was used as the access site. The patient was discharged the same day. No further information is available. On (B)(6) 2016 the pre-retrieval x-ray was completed. The site indicated there was no filter fracture, embolization or migration. Filter tilt was 6 = 11 degrees. Analysis is not yet available of the retrieval procedure. Patient outcome: pt remains in the study.